Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was implanted on an unknown date. According to the complainant, approximately six weeks post-procedure, the patient noticed exposure of the mesh and contacted her physician. The physician trimmed the exposed mesh. Reportedly, the erosion was in proximity to the cuff. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the device was not used past it's expiry date.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was implanted on an unknown date. According to the complainant, approximately six weeks post-procedure, the patient noticed exposure of the mesh and contacted her physician. The physician trimmed the exposed mesh. Reportedly, the erosion was in proximity to the cuff. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information (B)(4) 2013: the device was implanted on (B)(6) 2013. The physician met with the patient on (B)(6) 2013 to follow-up.